Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying "system error, out of service, revert to manual CPR" was confirmed during initial functional testing. The processor board was replaced to remedy the fault. No physical damage was noted during visual inspection. The encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform is a reusable device and was manufactured in 02/02/2009; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The platform archive data could not be downloaded due to the reported system error, therefore, the archive data could not be reviewed. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" displayed when the device was powered on. The root cause was due to defective processor board. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The load cell amp cable, front and bottom covers were replaced. Performed clutch plate deburring to solve the sticky clutch, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that when the customer powered on the platform for patient use, the autopulse platform (sn: (B)(4)) was displaying "system error, out of service, revert to manual CPR". The patient was removed from the platform and manual CPR was performed. No adverse consequences were reported.